Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and the delivery catheter system (dcs) and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without a returned valve for analysis, imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Per the IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." This event does not indicate device misuse or malfunction. In this case it was reported in the additional information, that the balloon aortic valvuloplasty (bav) had been conducted as a result of incomplete expansion, so the user was following the IFU. Unfortunately, as they were performing the bav, the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this case it was due to the bav. As it was reported that due to the patient¿s horizontal aorta, the bav position was slightly high. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The valve was then snared to the ascending aorta and then a second valve was implanted. It was reported that while implanting a second valve, a dissection of the ascending aorta was observed. The subject dcs was not returned to medtronic for analysis, no procedural images were received for review. Vascular access related complications, such as dissection, is a known potential adverse patient effect per the evolut system instructions for use (IFU), and typically related to patient factors (anatomy, comorbidities, etc.), and / or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the patient had a horizontal aorta and it was possible that the difficult advancement of delivery catheter system (dcs) could have contributed. However, based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a horizontal aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs cannot be established. After the advancement issues which likely led to the dissection, an emergency thoracotomy was performed. A bentall procedure and ascending arch replacement were performed using cardiopulmonary bypass (cpb) and the valves were explanted. One day following the valve implant, a computed tomography (CT) scan showed findings of a cerebral infarction and there was general failure. The patient developed cerebral herniation and subsequently died 13 days following the implant of the valves. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. However, in this case it was reported that the stroke was due to intravascular components as a result of the dissection. It is a known potential adverse effect per the IFU. The report of patient expiration at implant was ascertained as being related to the procedure, heart failure and brain herniation. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure or valve related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device functionality, and there was no indication that a malfunction or misuse contributed to the reported events. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Qa will continue to monitor. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-26-us, serial/lot #: (B)(4), ubd: 02-jun-2020, UDI#: (B)(4) product ID: enveor-n, serial/lot #:(B)(4), ubd: 2021-may-27, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) and valve were discarded therefore no analysis will be completed. Additional information was received that the post implant balloon aortic valvuloplasty (bav) performed on the first valve as a result of an expansion failure. The patient had a bicuspid aortic valve, therefore the position of the bav may have been slightly high. It was reported that the cause of the aortic dissection was unknown, but due to the patient's horizontal aorta, it was possible that the difficult advancement of delivery catheter system (dcs) could have contributed. It was reported that the patient's heart function had recovered. However one day following the valve implant, a computed tomography (CT) scan showed findings of a cerebral infarction and there was general failure. Per the physician, the cause of the cerebral infarction was due to intravascular components as a result of the dissection. The patient's condition became hard to control. The patient developed cerebral herniation and subsequently died 13 days following the implant of the valves. Per the physician, the cause of death was due to heart failure and brain herniation. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded therefore no analysis will be completed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while performing a post-implant balloon aortic valvuloplasty (bav), the valve dislodged 10 millimeter (mm) above the annulus. The valve was snared to the ascending aorta. While implanting a second valve, a dissection of the ascending aorta was observed. The retrograde dissection was reported to be in the sinus of valsalva. An emergency thoracotomy was performed. A bentall procedure and ascending arch replacement were performed using cardiopulmonary bypass (cpb). The valves were explanted. It was suspected that the intima of the ascending aorta was damaged when the first valve was pulled up by snare. No additional adverse patient effects were reported.